Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was the secondary port and every time there was an instrument exchange, gas leaked from the valves and only stopped when another instrument was inserted. There were no adverse consequences for the patient. No device will be returning.